Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The guidewire and one additional dilator were also returned. Both the formed curve and sideport orientation of the sheath were consistent with specifications; the dilator manufactured curve was correctly orientated with the dilator hub and depth markings. The dilator was perforated at 22.32¿ proximal to the distal tip. The sheath was also perforated at 21.21¿ proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of an event observed during analysis which revealed a punctured sheath and dilator.